Event description:
Lead was partially capped due to dislodgement. The lead tip/helix remains in the rv apex. Should additional information be received, this file will be updated.

Manufacturer narrative:
Additional information received that lead did not dislodge but was thought to be fractured due to high impedance. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.